Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the patient's family that the patient has been experiencing an increase in frequency and intensity of seizures and is need of urgent generator replacement due to suspected low battery. The patient also experienced urinary incontinence and "leg slapping" during the seizure which that have never done before. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B1. Adverse event or product problem; corrected information ; initial MDR inadvertently omitted information known prior to submission. B2. Outcomes attributed to adverse event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the generator was replaced prophylactical. The explanted product has not been returned to date. No other relevant information has been received to date.